Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that when the client underwent PICC catheter placement, after opening the mst, it was found that the tip of the vascular sheath in it had ruptured and could not be inserted properly. Later, a new mst was reopened, and the catheter was placed. The patient does not have any symptoms. No other information provided.

Event description:
Customer reported that when the client underwent PICC catheter placement, after opening the mst, it was found that the tip of the vascular sheath in it had ruptured and could not be inserted properly. Later, a new mst was reopened, and the catheter was placed. The patient does not have any symptoms. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal portion of a microintroducer sheath in a plastic bag. A small split in the distal end of the sheath was observed. No use residue or other details of the damage could be seen in the returned photograph. Although a damaged microintroducer is evident in the returned photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.